Event description:
Explanting physician assistant reported a rupture of the left device discovered by MRI. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.1, d.2, d.4, h.4, h.6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician assistant reported a rupture of the left device discovered by MRI. Explant surgery has been scheduled.